Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer continued to use the existing cartridge. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.